Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was not returned to the fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the flexible tube was torn between the 4th and 5th spiral from the circuit connector. The film between the 5th and 6th spiral also appeared stretched. Conclusion: without the complaint device we are unable to conclusively determine the cause of the reported event. However, based on previous complaints and our observations, the torn tube was most likely due to the tubing being pulled. All flexitrunk nasal tubings are visually inspected and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the bc190 flexitrunk infant nasal tubing was found to be damaged before use. There was no patient involvement.